Event description:
The jetstream g3 was used to treat a thrombosed lesion in the sfa. During use, the device would no longer translate over the guidewire and the device and guidewire had to be removed. It was discovered that thrombus was sent distally and occluded the vessels. The physician used angiojet to remove the distal thrombus. The final patient outcome was straightline flow into the foot with a single tibial vessel run-off (three vessel tibial run-off at baseline). The patient was discharged approximately 4 days later on aspirin, prasugrel and coumadin.

Manufacturer narrative:
The pathway jetstream g3 catheter was returned after the procedure and evaluated. Root cause for the device failure (device unable to translate over guidewire) was tissue in the drive coil ID. There was no indication that the device failure caused the distal embolization. Root cause could not be identified for the reported event of distal embolization. Distal embolization is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream g3 system and is listed as a potential adverse event in the IFU. It is important to note the catheter was used with a viperwire guidewire which is not listed as a compatible guidewire per the IFU.